Event description:
The customer reported water damage after going swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor assembly.